Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was explanted electively due to it's failure rate. The lead was on advisory. There was no externalization and all lead parameters were normal.

Manufacturer narrative:
The reported event indicated elective replacement. As received a complete lead was returned in two pieces, visual examination found multiple inner insulations abrasions at (26.2-26.3, 26.4-26.5, 26.6-27.3, and 27.6-27.7 cm) from the distal tip breaching the right ventricular and ring electrode lumens, the ethylene tetrafluoroethylene (etfe) coating of the right ventricular and ring electrode cables was intact in these regions. Due to explant damage the distal portion failed the short test. All other damage found is consistent with explant procedure.